Manufacturer narrative:
Visual inspection reveals considerable use expected of an elevator that has been in the field for eight years. The complaint has been confirmed. The tip of the elevator is fractured off; the fracture tip was not returned. The manufacturing history was reviewed and no non-conformances were identified. There are no indications of manufacturing defects. The most likely underlying cause is excessive force. The IFU (instructions for use) for this part states that "the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip."

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an elevator #301 broke a third way up the shaft during a procedure. It was reported that there was no delay in the procedure, no injury to the patient, and all parts were retrieved.